Event description:
Clinic notes dated (B)(6) 2015 note that the patient has gained additional postictal aggression and agitation due to an increased frequency of seizures. Device diagnostics resulted in high impedance. The patient was prescribed a new antiepileptic medication and was referred for surgery. It was noted that the increase in seizures were below the patient's pre-vns baseline frequency. The increase in seizures and changes in postictal aggression and agitation as a result of the increase in seizures is most likely due to the loss of therapy as a result of high impedance from a lead fracture. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that x-rays were taken and no lead fractures were identified. The lead impedance that was previously provided by physician was clarified as 9800 ohms. Surgery occurred and the surgeon evaluated the pin insertion into the header and reported it to be fully inserted. The company representative also stated it looked fully inserted upon review of the x-rays. The pin was removed and re-inserted and lead impedance >10,000ohms was observed. A replacement generator was connected to the suspect device and lead impedance measured 9600 ohms. The lead was then replaced. Fibrosis was observed around the electrodes and along the nerve. The explanted generator was received and analysis was performed. The pulse generator performed according to functional specifications. Review of the generator data revealed the lead impedance to be 9789 ohms on (B)(6) 2015.